Manufacturer narrative:
(B)(4).

Event description:
It was reported via social media that the patient experienced interference to his pacemaker from the dexcom system. The patient stated, ¿the dexcom g6 almost killed me. It sent me to the emergency room in hospital. The thing is it interefered with my pacemaker. One week hospitalized. The same moment I connected the g6, my pacemaker lost the programming and had to call rescue. I spent 7 days in hospital. And my diabetes dr. Wrote a report.¿ no specific symptoms were provided and no details of the pacemaker having ¿lost the programming¿ were provided. No contact information for the patient is available and therefore no additional patient or event information is available.